Event description:
The location of the catheter issue was unknown; just not able to aspirate. Since the catheter replacement, the patient had had no additional problems and was receiving effective therapy.

Event description:
It was reported that the patient's catheter was being replaced as of the date of this report, as the existing catheter was not patent. It was later confirmed that the catheter was replaced and the new catheter was determined as being patent as of the end of surgery. It was further stated that patient had experienced withdrawal back in (B)(6) 2011. Drug delivered via the device was lioresal 2000mcg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8703w, lot# l56469, implanted: 1998 (B)(6), explanted: unk.